Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2022-15429. It was reported that when the patient presented to the clinic, data would not transmit when hooked up to the power module (pm). It was attempted to connect the patient to an alternate pm with a different patient cable, but data still did not transmit. A heartmate 3 system controller self-test was completed with odd audible alarms, but was was otherwise normal. Per the controller, the last 6 alarms were all low voltage, but the patient denied experiencing low voltage alarms. Upon assessment of the driveline, a kink just above the modular cable connector on the pump side of the driveline was found; there was no other notable external damage. When the kink was manipulated data began transmitting. If the patient moved, the pm system display would go to idle mode and state ¿data not transmitting.¿ the driveline was held so interrogation and log file download could be completed. No notable adverse alarms, with exception of low voltage alarms, were noted on interrogation. The patient denied any other adverse alarms at home. An abdominal x-ray was ordered. A controller exchange was planned.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion the reported event of ¿data would not transmit¿ was confirmed with the returned system controller (serial # (B)(6)). The system controller was connected to laboratory equipment and manipulation of the white power cable near the strain relief at the connector resulted in a communication loss. Electrical measurements of the underlying wires within both power cables revealed an opened/severed condition with the communication wire in the white power cable. The white power cable was dissected. Visual inspection noted the underlying wires were uniformly spiraled with no notable damage. This suggests the conductor breakdown damage is related to the repetitive flexing of the power cable during use. The opened/severed conductors were approximately two inches from the connector. Heartmate 3 patient handbook document, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history records indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 02jun2020. No further information was provided. The manufacturer is closing the file on this event.